Event description:
The upper jaw of the device broke during an arthroscopic knee surgery. The break probably resulted from the application of excessive torque by the surgeon, and patient factors may have contributed to the break.